Event description:
Caller reported having concerns with the accu-chek linkassist. Caller stated the device does not release the infusion set and sometimes the infusion set is released unintentionally. Caller reported patient's husband has been poked twice in the finger because of the infusion set being released unintentionally. No outside assistance was required. No adverse event reported. Requested return of the alleged accu-chek linkassist for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).